Manufacturer narrative:
(B)(4). D4: attempts have been made to gather all product identification information and no further information has been provided. G2: foreign: event occurred in australia. H6: proposed component code: mechanical (g04)- stem. Visual examination of the provided pictures identified the stem/head/liner all within a tray covered in bio, the head is out of the liner its unknown if the head disassociated before or during removal of the loose stem. Device history record review cannot be performed without product identification. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: chronic periacetabular fractures with abundant callus and a possible nonunion. Total hip arthroplasty with unusually high-positioned asymmetrical acetabular cup (with absence of the inferior cup) thought to exhibit a steep lateral angle of inclination. Radiolucency inferior to the acetabular cup may be disassociated polyethylene liner versus osteolysis. Metallosis with pseudotumor (altr) is demonstrated. Risk factors for metallosis in this case may include acetabular cup steep lateral angle of inclination and asymmetric acetabular cup with increased loading and bearing wear. A definitive root cause cannot be determined. Complaint is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that approximately 17 years post-implantation, the patient underwent a hip revision due to instability and lysis. Attempts have been made and no further information has been provided.